Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and identified the failure mode as a defective photometry board. The fse replaced the photometry board to resolve the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results for multiple analytes and getting photometry errors on unit 1 of their au5800 clinical chemistry analyzer. The customer did not provide which chemistry analyte was affected although requested. The erroneous results were not reported outside the laboratory. The customer did not provide patient data or demographics. There was no report of change to treatment, injury, or death associated to this event.